Event description:
Additional information was provided. The failure occurred during a transjugular liver biopsy procedure. The catheter separated while in the vena cave and was removed via the sheath. There was no difficulty advancing or removing any of the device components. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter of a liver access and biopsy set separated. During a transjugular liver biopsy procedure, the black straight catheter experienced shaft and hub separation. The catheter separated while in the vena cava and was removed via the sheath. There was no difficulty advancing or removing any of the device components. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed two potentially related nonconformances for surface defect in which all nonconforming product was scrapped. A complaint history search identified one other event reported from the same facility during the same procedure with the same device. This event is captured in this report. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_labs2_rev1] ¿liver access and biopsy set packaged with the device contains the following in relation to the reported failure mode: ¿warnings: extreme care must be exercised during manipulation and withdrawal of catheter to prevent pulling catheter apart. Instructions for use utilizing standard access techniques, introduce an appropriate .035 inch wire guide into the inferior vena cava via jugular vein access. Using a selective catheter and wire guide of choice, catheterize the right hepatic vein or an appropriate alternative hepatic vein branch. Leave the wire in a safe, distal position, and remove the catheter. Caution: to prevent cardiac arrhythmias, continuous cardiac monitoring is recommended while negotiating past the right atrium. Introduce and advance the transjugular introducer sheath and stiffening cannula over the wire guide into the selected hepatic vein. When introducing these components as a preassembled set, the included straight catheter (if applicable) may be used to facilitate introduction. Once the set is positioned within the hepatic vein, the straight catheter should be removed. Note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage.¿ based on the information provided, no product returned, and the results of the investigation, cook concluded that the cause of event to be component failure unrelated to any manufacturing or design deficiencies. It is possible excessive force was put on the device, but this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the catheter of a liver access and biopsy set separated. During an unknown procedure, the black straight catheter experienced shaft and hub separation. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
D - product identifier: the exact device is currently unknown. Two possible rpns were provided: labs-100-j-01 and labs-200-j-01 g4 ¿ PMA/510(k) #: k171853. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.